Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis with a blood glucose reading of 933 mg/dl. The customer stated that prior to the event, she was constantly vomiting. The customer stated that she has been changing out her infusion set every 3 to 4 days. It was explained to the customer that infusion sets needed to be changed every 2 to 3 days. The customer also stated that she has not been using the bolus wizard and that the daily totals did not match the bolus history. Troubleshooting was performed and the insulin pump passed the fixed prime.